Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent a lead replacement procedure due to a disconnected splitter. No device malfunction was suspected. The patient was doing well postoperatively.